Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes and x-rays. Revision op notes show the patient was revised due to dislocation and fracture of greater trochanter. During the revision, it was found that grossly unstable hip with lots of hematoma. Greater trochanter fracture. The cup cage was well fixed. The old liner was explanted, cement was burred out. A new liner was cemented in. The surgeon attempted to place a hook plate through the femur but the tension on the abductor was too much. A screw was fractured when the surgeon tried to remove the hook plate. Two wires were used instead of the hook plate. The hip was stable to flexion and internal rotation as well as full extension, abduction and external rotation. X-ray review from 2 years post-op shows a left total hip arthroplasty with plate and screw fixation of the posterior acetabulum. Acetabular cup was in place with somewhat horizontal positioning. 2 femoral proximal cerclage wires and screw fragment within the left ischium was observed. The femoral head does not appear to articulate with the acetabular cup. Fracture of the superior aspect of the medial wall of the acetabulum with acetabular protrusion. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip revision surgery, a screw broke intraoperatively at the threads upon attempted explantation. When attempting to place a hook plate through the femur, the tension on the abductor was too much. The screw fractured at the threads during attempted removal, and they did not use the hook plate. Two wires were used to fix the femur and trochanter. No additional information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.